Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The returned esheath was visually inspected and a liner tear was observed approximately 5.75 inches distal to the strain relief sections and was around 1.5 inches in length. A liner strand was observed approximately .75 inches long starting 4.75 inches proximal to the soft tip. The strand was still attached at both ends. Deep scratches approximately 5 inches long were observed from the distal tip. There was minor soft tip damage and the sheath tip opened as designed. Due to the returned device condition, no functional testing was able to be performed. Dimensional inspection revealed the liner thickness at all measured locations met specifications. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed one other similar complaint. The esheath complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. Evaluation of the returned esheath revealed a sheath shaft liner torn and sheath shaft liner strand. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. As stated in the complaint description, the patient access vessel were narrow and tortuous. Deep scratches on the hdpe shaft and soft tip damage is indicative of the sheath interacting with vessel calcium. Calcification can interact with the sheath, weakening the liner material and making it more susceptible to tears. Calcification coupled with narrow and tortuous anatomy presents a challenging pathway for the navigation of the esheath resulting in damage. However, a definitive root was unable to be determined. Available information suggests that patient factors (calcification/tortuosity/narrow vessels) contributed to the reported complaint events. Since no product non-conformance or IFU/training deficiencies were identified during evaluation and the complaint rate for the relevant trend categories did not exceed the applicable monthly control limits, no product risk assessment, corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-12163.

Event description:
As reported by an edwards affiliate from (B)(6), a sapien 3 ultra 26mm valve was implanted in aortic position via transfemoral approach. During the insertion of the 26mm s3u into the esheath, it was not possible to bring forward the commander delivery system (ds) through the 14 fr esheath due to tortuous vessels.  The ds was bending and the esheath got kinked. The system was removed completely as a whole unit without injury.  A new 23mm s3u valve and delivery system were used with a 16 fr esheath, successfully completing the procedure. The size of the esheath was changed due to the narrow and tortuous vessel. Patient was doing well after procedure. No anatomical data available. Preliminary visual evaluation of the returned esheath revealed a puncture and a liner strand on the first esheath used, the second esheath was found to have a liner tear and a liner strand, and two bent struts were observed on the inflow side of the crimped valve.